Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed high capture thresholds and an increase in lead impedance on the left ventricular lead. Programming changes were made. Patient was in stable condition before, during, and after the changes were made.